Event description:
New information received indicated the right ventricular lead's pacing impedance was now above 2000 ohms. No procedure has taken place to address this issue. The patient was stable.

Event description:
New information received indicated the right ventricular lead was explanted successfully on 1 apr 2021. No replacement was implanted. The patient was stable.

Manufacturer narrative:
The reported event of high pacing impedance and high capture threshold were not confirmed by analysis. As received, a partial lead was returned in two pieces. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Mboa - during analysis, a failure event was observed which was unrelated to the reported event. Final analysis found external insulation abrasion breaching the optim sheath only at the proximal region of the lead. The silicone tubing was not abraded in this location. The cause of the external insulation abrasion is consistent with friction to the device can.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in remotely. Upon review of the transmission, it was observed the right ventricular lead had a significant pacing impedance increase and threshold increase. Programming changes were completed to deactivate therapy but no other intervention was completed. The patient was stable.